Event description:
It was reported that prior to use the scale marking were difficult to read with a bd syringe 0.5ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: it is difficult to read unit numbers due to rubbing.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that it is difficult to read unit numbers due to rubbing. The returned syringe was examined and exhibited missing scale markings from 20-40 unit markings. Unable to perform DHR check for scale marking illegible due to unknown lot number. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. The root cause of this complaint cannot be found due to unknown lot number. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use the scale marking were difficult to read with a bd syringe 0.5ml 30ga 8mm. The following information was provided by the initial reporter, translated from (B)(6) to english: it is difficult to read unit numbers due to rubbing.